Event description:
Per the clinic, the patient was hospitalized (date and duration not reported), a CT scan performed on (B)(6) 2014 revealed an infection around the implant site. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.